Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported icons and notifications on his display screen even though he is not experiencing those alarms. Troubleshooting helped the customer perform a self test. Customer also stated there was not any missing segments on the black screen but the notifications are still there. Customer stated the insulin pump was not dropped or bumped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.